Manufacturer narrative:
Details of complaint: the customer reported fluctuating lead readings from this transmitter whenever there was any movement to the transmitter. The customer replaced the transmitter and took the transmitter with the issue to the biomed shop where they were able to duplicate the issue using a new set of leads on a simulator. The customer will send in the unit to be repaired. There was no patient injury reported. Investigation summary: the reported issue was confirmed and duplicated. During evaluation, repair center was able to confirm there was an issue with the main board due to an electronic malfunction causing the fluctuation of readings from the device. Based on the reported information, we were able to confirm the reported issue was due to a damaged component, due to an electrical failure. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported fluctuating lead readings from this transmitter whenever there was any movement to the transmitter. There was no patient injury reported.

Manufacturer narrative:
The customer reported fluctuating lead readings from this transmitter whenever there was any movement to the transmitter. The customer replaced the transmitter and took the transmitter with the issue to the biomed shop where they were able to duplicate the issue using a new set of leads on a simulator. The customer will send in the unit to be repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I will not have that information. B6 attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I will not have that information. B7 attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I will not have that information. D10 concomitant medical device: the following device was used in conjunction with the gz transmitter: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The customer reported fluctuating lead readings from this transmitter whenever there was any movement to the transmitter. There was no patient injury reported.

Manufacturer narrative:
**UDI related data quality updates only** corrected information: d1 brand name: corrected the brand name from gz-130pa to gz-130p. D2b product code: corrected the product code from drt to mhx. D4 additional device information / model #: corrected the model # from gz-130pa to gz-130p. D4 additional device information / catalog #: corrected the catalog # from gz-130pa to gz-130p. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, per the FDA request.

Event description:
The customer reported fluctuating lead readings from this transmitter whenever there was any movement to the transmitter. There was no patient injury reported.